Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. This investigation is therefore closed in phase 1. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
Revision. On (B)(6) 2016 one hoffmann 3 ex fix was put in place (right femur & tibia). On (B)(6) 2016 the surgeon changed the position of the clamps, rods and bars. He attempted to add the 2nd side and after loosening everything, was unable to. The two pin hole clamps were removed and two new clamps were put on.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Revision. On (B)(6) 2016 one hoffmann 3 ex fix was put in place (right femur & tibia). On (B)(6) 2016 the surgeon changed the position of the clamps, rods and bars. He attempted to add the 2nd side and after loosening everything, was unable to. The two pin hole clamps were removed and two new clamps were put on.